Event description:
Procedure type: lap appendectomy. According to the reporter: the carrier got stuck on the suture knot. The knot had to be undone and the suture cut to remove the carrier. The appendix was pierced by the carrier and the surgeon applied clips to close it after cleaning up the area. The pt was already on antibiotics. The surgery was extended by not more than 30 mins. The surgical incision was not extended. No blood loss and no ill effect to the pt. The sample is being sent for evaluation.

Manufacturer narrative:
(B)(4).